Event description:
Customer reported that a pt developed hives and contact dermatitis one day following an inguinal hernia repair. The pt was prescribed several antihistamines, topical treatments and oral steroids since the onset of the event. The pt was seen by an allergist who reports the event is attributed to an unk etiology. The causal relationship of the event to the device has not been determined.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.